Event description:
It was reported that there was some loss of product from syringe cannula junction resulting in less efficacy of therapy. Additional information received stated a leak occurred at the luer connector, connected to the syringe. The subject stated that the tubing was connected properly. No patient injury was reported.

Manufacturer narrative:
No product was returned. However, a review of the manufacturing process was conducted by a quality engineer in order to verify that there are no situations or practices that could create the event. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed in order to ensure compliance with gmps requirements and procedures: assembly base with cannula to inserter operation was reviewed to ensure that the cannula is properly assembled; no discrepancies were found. Dispense uv adhesive, cure and 100 percent inspection operation for buckle ay was reviewed to ensure that adhesive is properly placed; no discrepancies were found. Training records were reviewed, operators are trained on operations that were performed. A review of the production floor inventory was conducted (a sample of thirty-two units) to ensure that the cannula and the base does not present any damage that could cause a leak. No discrepancies were found. Four samples of the production floor inventory were taken to perform testing. Buckle was connected to the base and a syringe was used to pass water through the tube. No leaks were detected during testing. The root cause could not be determined and the complaint cannot be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device: patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).